Event description:
Hillrom received a report from a hillrom technician stating that the device was deformed and melted. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #: (B)(4).

Manufacturer narrative:
The device was analyzed by st paul engineering. The ventilator would not stay on when powered on. A system fault message was received. A continuous alarm was observed, and the buzzer would not shut off. The ventilator housing was burnt, smoke stained, and was dented in one corner. The cause is suspected abuse, and the device is not salvageable. Engineering opened up the ventilator for inspection and discovered a damaged and defective, power pcb module. This ventilator has multiple damaged parts, and considerable burnt marks on the outside, suspected abuse. The life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The life2000® ventilation system consists of the life2000® ventilator and the life2000® compressor. The system is intended for use by qualified, trained personnel under the direction of a physician. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask); assist/control mode of ventilation. The system is suitable for use in home and institutional settings and is not intended for ambulance or air transportation. The device was scrapped. Based on this information, no further action is required.